Manufacturer narrative:
Device evaluation: no device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A review of internal production test records show the devices met specifications. Complaint is not confirmed. Merit is unable to determine an exact root cause for the reported failure without the suspect device.

Event description:
The user reported that the device caused a dissection of the right coronary artery. Stents were used to treat the dissected vessel. No additional harm or injury was reported.